Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.9, doctor's poc: 1.4. Different fingers were used for each test. Less than 5 minutes between tests. Pt self tester performed a correlation with the lab using the same strip lot number on (B)(6) 2012. Date: (B)(6) 2012, inratio: 2.2, lab: 2.1. Less than 5 minutes between meter test and lab draw. Pt was anemic approx 1 month ago, but the latest blood test indicated she was no longer anemic.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time compliant was filed: date: (B)(6) 2012, inratio: 1.9, reference: 1.4, mean: 1.65, confidence limits: 1.2 - 2.3, result: pass. Date: (B)(6) 2012, inratio: 2.2, reference: 2.1, mean: 2.15, confidence limits: 1.4 - 3.1, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot #279820 on (B)(6) 2012. Results as follows: donor: (B)(6), inratio: 2.3, 2.4, 2.2, reference: 2.09, bias threshold: 1.09 - 3.09, %cv: 4.35. Donor: (B)(6), inratio: 2.3, 2.1, 2.3, reference: 1.96, bias threshold: 1.46 - 2.46, %cv: 5.17. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Customer's test results met accuracy criteria. No info in the complaint indicating misuse or technique issues on the part of the user. No product was expected to be returned. Root cause could not be determined from the info provided. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, (B)(4) discrepant result complaints were reported for lot #279820 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required. This issue will continue to be tracked and trended. Corrective action not required at this time.